Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 11jul2019. The defective component on the air flow sensor printed circuit board assembly was the cause of the oxygen flow accuracy test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 23jul2019. This correction was submitted in order to be able to change the status to final submission. There is no additional information for this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 03may2019. The manufacturer¿s international service technician confirmed the reported o2 accuracy issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. A follow-up report will be submitted once the investigation/repair has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the oxygen flow accuracy test (pvt test 6) failed at the 10lpm setting. There was no patient involvement. Event date not specified, estimate used.